Event description:
Patient was being infused with ambazone from a 150 cc secondary bag. Near the end of the infusion, the ambazone was seen moving up the tubing toward the primary bag through a check valve intended to prevent this retrograde migration of the medication.